Event description:
It was reported that the clamp rack of the firstpass suture passer was broken. The event was discovered when checking the material for performing a surgery, therefore there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided images found the device identification information and a broken suture capture. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force, tissue thickness or damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.